Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an unexpected sensor anomaly. Blood glucose value was 430 mg/dl at the time of the incident. The customer was not hospitalized and treated the high blood glucose value with manual injections. Troubleshooting was performed for under-delivery and it was determined that the device will be replaced and returned.